Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) is included in the sq-rx 1010 shortened replacement time advisory communicated on (B)(6) 2018. The patient implanted with this device is quite ill with a short life expectancy. The patient is not able to hear the tone sound from the device. The patient will be monitored monthly. No adverse patient effects were reported.